Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiopulmonary arrest and subsequently expired, which is alleged to have been caused by naturalyte and/or granuflo administrated for dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.